Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the incident happened during the procedure while introducing suction and irrigation system. There was an outer seal tear on the 512st. There was no consequence to the patient.